Manufacturer narrative:
This report is filed on (B)(6) , 2016, by (B)(4).. Implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections, resulting in the decision to discontinue use of the device. The implanted device remains insitu.